Event description:
Philips received a complaint on the heartstart mrx indicating that the self-test failed. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to an ECG lead trunk cable failure. The root cause of the ECG lead trunk cable failure could not be determined. The issue was resolved by replacing ECG lead trunk cable and the product is back in service.

Manufacturer narrative:
Phone number: (B)(6)